Manufacturer narrative:
Analysis found the unit with stuck motor error alarm loop during bolus delivery. However, the unit passed rewind, basic occlusion, prime and displacement tests. Motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. Analysis was unable to perform the excessive no delivery alarm due to the motor error. There was no compromised force sensor system alarm or sensor anomaly noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump received a compromised force sensor system alarm and a motor error alarm. His blood glucose was 188 mg/dl at the time of incident. The customer stated that the insulin pump was stuck in prime rewind. He stated the insulin pump was not dropped or bumped. He stated that the drive support cap was recessed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.